Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
Per bas sales representative, PICC nurses were reportedly having difficulties placing PICC lines accurately with vision ii system and sherlock 3cg. The PICC lines were too deep and had to be pulled back about 3 cm.